Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported getting no delivery alarms and had to rewind and prime about five to six times with the same infusion set. During the call, the customer mentioned having issues with the glucose monitor. The customer stated that the paramedics were called and he was taken to the hospital due to the low blood glucose of 20mg/dl. The customer stated that he overvbolused. No further information was provided.